Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they fell really hard on the ice where the ins in located and now they couldn't feel stim at all. The caller changed to p4 at 0.3v and is comfortable; 0.4v hurt when bending down. No further device issue alleged / identified. No further patient symptoms or complications were reported.